Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion occurred. Reportedly, customer changed out infusion set and cartridge and successfully resumed insulin therapy. Customer's blood glucose level was between 150-170 mg/dl.